Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. Electrode belt sn (B)(4) was returned and evaluated at the distributor. There is no indication of an odor. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a rash on his back underneath the therapy electrodes from odor on the electrode belt. The patient reportedly sweats alot. The patient's physician instructed the patient to remove the lifevest until the area healed. The patient was to be implanted with an ICD the following week. The medical outcome of the area is unknown.